Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with known coronary artery disease was presented to the medical facility for a scheduled procedure of the left anterior descending and left main arteries. During impella placement, the patient experienced persistent ventricular tachycardia. The patient was cardioverted without issue and the process was able to continue.